Event description:
A caller reported that the t:slim x2 pump battery was not charging, accompanied by a power source alert in the pump's history. There was no adverse impact to the customer's blood glucose level. The issue resolved without the customer needing to change the charging supplies, and the pump began charging again using the tandem wall adapter and charging cable. No further assistance was required.